Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they were having high blood glucose during hospitalization. The customer's blood glucose was 430 mg/dl at the time of call. The caller stated that they gave insulin for the blood glucose. No further details given. The insulin pump will not be returned for analysis.